Manufacturer narrative:
A ge service rep performed an on site investigation. A full generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'high ma' errors during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence. No pt death ot serious injury was reported related to this event.